Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, four months post implant of this annuloplasty ring in the tricuspid position, this device was explanted and replaced with a bioprosthetic mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this ring was replaced due to dehiscence. The physician noted no fault with the ring, but rather poor repair technique. The ring was discarded. No other adverse patient effects were reported. Patient and device codes updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.